Event description:
Revision surgery - due to a glenoid fracture. The surgeon converted from a reverse shoulder prosthesis to a hemi.

Manufacturer narrative:
The reason for this revision surgery was identified as trauma after one week of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product: (B)(4). The root cause for the trauma could not be determined with confidence. The information reviewed showed all the parts met design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.